Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and a motor position encoder error alarm during prime. The drive support cap is recessed. The device was not exposed to a magnetic field. Blood glucose value is unknown. The customer also reported receiving a battery out limit alarm after charging the battery, customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to verify e70 alarm in the alarm history due to history file over written. The insulin pump powered up properly and no blank display noted. The insulin pump had normal operating currents. No damage was found on the lcd isolation tape noted. The insulin pump was monitored and no unexpected battery out limit alarms occurred during our testing and the battery cap was inspected and no damage noted. The insulin pump passed rewind, basic occlusion, prime and displacement tests. No physical damage noted during physical inspection.